Event description:
On october 27, 1999 the director of sales and marketing at clarus medical received a telephone call from pt. Pt claimed to have been injured during a percutaneous lumbar dislectomy procedure in which the surgeon used a clarus product (lase). Co's records indicate a product complaint was not made by the physician, institution, salesperson or anyone else concerning the use of the product. The product was not returned. The model number, serial number, lot number and date of use are all unknown. The director of sales at co contacted the physician. Shortly after receiving the telephone call, the physician acknowledged knowing who pt was and he claims of postoperative pain. The physician made no mention of a defective clarus product during this call. Clarus is filing this report because of the pt claiming injury caused by a clarus medical, inc product. Clarus medical does not have any knowledge of a defective device for this event. A transcript of the telephone conversation of october 27, 1999 with pt is attached to this report.